Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in the endovascular treatment of a patient. It was reported that during the procedure, when the reliant balloon was inflated inside the stent graft, the balloon burst. It was noted that the balloon was not excessively inflated. As per the physician the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.